Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: while infusing propofol, a 4cm air bubble was observed in the tubing. The infusion pump failed to alarm, allowing the air bubble to travel through the pump and approach the patient's central line. The writer noticed the air bubble when it was 15cm away from being administered. Immediate action was taken to stop the pump, disconnect the line, and prime it to remove the air bubble.